Event description:
While activating a ketac fil plus aplicap capsule, the blister containing ketac liquid broke on the wrong side. As a result, ketac liquid spurted into the eye of the dental assistant. After irrigation with water, the assistant could continue work without any effect.